Event description:
It was reported that this pacemaker system was explanted shortly after it was implanted. The patient exhibited discomfort in the pocket suture, and the pacemaker system was explanted due to suspected infection. No additional adverse patient effects were reported.